Event description:
Blood was observed leaking from the tubing connection between the heat exchanger and the oxygenator during a bypass procedure. It was determined that it was not necessary to change out the unit. The user facility reported that the case was completed successfully with no pt complications.